Event description:
A family member reported that the pump was cancelling the bolus and the cursor was moving without pushing buttons. The family member reported that the keypad is worn but appears to be intact. They also stated that the pump is worn in the swimming pool regularly.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on 06/27/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Testing confirmed that all keys are responsive to button presses and are functional. Investigation was unable to confirm buttons not responding or scrolling. It was found that the buttons spring back and respond when pressed with no scrolling occurring. There was evidence of corrosion found under the up-arrow key contact. (B)(6).